Manufacturer narrative:
Upon follow-up, it was reported that the patient recovered from the events of peritonitis and cloudy pd effluent, and antibiotic treatment was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unknown date, the patient began treatment with gentamycin injection (80mg, intraperitoneal, once daily, ongoing) for peritonitis. Pd therapy was ongoing. At the time of this report, the patient was recovering from the events. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.